Event description:
The customer reports receiving a low reading on their precision qid meter. The meter provided a reading of 107 mg/dl, but the customer felt their glucose levels were higher so customer went to the hosp. There, a result of 250 mg/dl was received via an unspecified method. Customer was admitted to the hosp and was treated with an antibiotic and something else. Customer was unsure of what the second treatment was. Although no serious injury was reported, there was a potential of mistreatment occuring.